Event description:
It was reported that the shaft break occurred. The patient underwent angioplasty with stenting. A 2.50 x 38mm synergy xd drug-eluting stent was selected for treatment. However, during insertion of the stent through a hemostasis valve, the stent became lodged and appeared broken. The device was pulled out from the hemostasis valve and the procedure was completed with a new synergy stent. There were no patient complications nor injuries reported.